Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a dialysate leak occurred. Dialysate was leaking from the venous dialysate hose that connects to the dialyzer while patient was connected. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.